Manufacturer narrative:
The na electrode lot number is deq44 with an expiration date of 07-jan-2026. The field service representative verified all fluidic adjustments, adjusted the ise (ion selective electrode) probe and sample probe, and performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient sample on a cobas 6000 c (501) module. Patient 1: the initial na result was 131 mmol/l, and the repeated result was 137 mmol/l. Patient 2: the initial na result was 133 mmol/l, and the repeated result was 140 mmol/l. The repeated results were believed to be correct. The samples were repeated because qc failed.

Manufacturer narrative:
The electrode's expiration date is 17-jan-2026. The calibration and qc were acceptable. The field service representative did not identify a specific root cause. The investigation did not identify a product problem.